Manufacturer narrative:
Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. G7. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition irritation at the infusion site. The exact cause of the reported skin condition irritation could not be determined. Corrosion was observed on several internal components of the device, including the printed circuit board (pcb) assembly, bottom battery, mechanism rails, linkage assembly, and the mechanism spring. Due to the internal corrosion, a leak test was completed, and a tear was observed in the unexposed portion of the soft cannula. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. The batteries were also measured to have lower than expected voltage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, the patient gave correction boluses and changed out the pod.